Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the incident happened. The procedure was completed by restarting the system. The philips field service engineer (fse) analyzed the system onsite and verified that system was unable to perform imaging. After reviewing the log file, it is found that image disk full. Fse replaced ip pc and reloaded software. After replacing ip pc and reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was unable to perform imaging. Review of the log file showed the ip error/image disk was full and the frontal image processing pc (ippc) was malfunctioning. The cause of the failure of the ippc could not be conclusively determined by the supplier part analysis; however, to resolve the issue, fse replaced the ippc along with an operating system hard disk drive (hdd), image disk drives, and reloaded software. After replacement, the system was returned to good working condition. This event is not related to any ongoing medical device correction. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an imaging issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An imaging issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the system was unable to perform imaging, as the device's image disk was full. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.